Manufacturer narrative:
Samples received: a detached needle. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with a detached needle inside the pack (the thread is missing). The needle received has been visually evaluated and it has marks of a needle holder or surgical instrument in the needle attachment area with the thread. The needle has been damaged during handling. The steel is deformed and the detachment of the thread from the needle is caused. As informed in the instructions for use (IFU) of the product: "grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: the needle received showed a damage in the attachment area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with novosyn violet. During an ileostomy closure procedure, the needle detached from the needle after the first pass. Another product was used successfully. The tissue being sutured was subcutaneous. There was no patient harm.